Event description:
Additional information: it was later reported that the overdose 3 years ago occurred when the "former md" refilled her pump "with 4 times the amount of baclofen than she normally gets". The patient was in the hospital for 4 weeks due to the overdose of the incorrect medication concentration she received. The patient also lost (B)(6). Patient reported she located a new md after that incident to manage the care of her pump.

Manufacturer narrative:
(B)(4).

Event description:
Following the pt's second pump refill after implant in 2008, the pt became very ill. At the second refill, the pump was filled with the "wrong concentration" of drug. The pt was receiving "3 times the dose". The healthcare provider (hcp) did not realize what was wrong for 3 weeks. The pt was in the hosp and another hcp "withdrew fluid" from the pump. The drug was sent for analysis. As of the date fo this report, the pt had no symptoms and was getting good therapy.